Event description:
It was reported that the patient as experiencing inflation issues, the patient has to pump the pump about 40 times without full rigidity, and deflation issues with an inflatable penile prosthesis (ipp). The ipp remains implanted and active.